Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; guide catheter: mach 1 jl35. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the moderately tortuous, heavily calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the mid-left anterior descending coronary artery that was moderately tortuous, heavily calcified and 90% stenosed. During the first inflation, the nc tenku 3.0 x 8 mm balloon ruptured at 6 atmospheres. The lesion was then pre-dilated with a non-abbott balloon and an unspecified stent was successfully implanted. There was no clinically significant delay or adverse patient effects. No additional information is available.